Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The nine (9) 1.5x6mm ht sd x-dr scr 5-pk (item# 95-6106, lot# unk) were not returned for investigation as it was reported that they were discarded. For this reason, no functional testing or visual inspections could be conducted. A video was sent with the complaint, which demonstrates the reported failure. In the video, the user inserts the screw into a block of wood. The screw is nearly fully inserted and the screw shaft fractures near the head of the screw just before fully seating. The dhrs for these screws could not be reviewed due to the lot number remaining unknown. There are no indications of manufacturing defects. For this part (95-6106) in the previous five years (from the notification date), there is a complaint rate of 0.29%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined from the available information. Screw shaft fractures are typically caused by over torquing, off-axis torque, off-axis insertion attempts, or attempting to insert the screw into hard or high density bone. The insertion technique demonstrated by the user in the attached video did not indicate any of these possible causes contributed to the reported failures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Occupation: distributor. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported that nine (9) screws fractured upon implantation. The screw heads were reported to have sheared off. No adverse events have been reported as a result of the malfunction.